Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#(B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant, they know that one of the leads is out because of the examination prior but they said it would not make a difference. When asked for the event date, patient stated they could not tell the specific date. Patient stated they had to have another procedure it was not an injection, it was some other procedure but when they went in they notice that the lead was out. Patient stated that when they went back for the next appointment, they check it and told them that it would not make a difference. Patient stated that was probably about 5-6 months back. Agent redirected the patient to their hcp.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration and impedance issue with an implantable neurostimulator system. The left lead migrated to the top of t10, while the right lead remained at the top of t8. An updated x-ray confirmed the lead migration. Additionally, there was a low impedance or short issue identified, as well as high impedances 40,000. The healthcare provider was notified of the lead migration, and rep reprogrammed the device around the impedance issues. The patient reported that the stimulation was covering the painful areas. The patient was provided with an a, b option for further management. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-apr-2025, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 06-apr-2025, UDI#: 0(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.